Event description:
It was reported that patient's lead was explanted and replaced due to suspected fracture. Lead had visible insulation damage, high impedance, and loss of capture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant medical products: 5076 implantable pacing lead 2011-(B)(6); 4196 implantable pacing lead 2011-(B)(6). (B)(4).